Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of the service department of olympus europe se & co. Kg (oekg), the distal end cap had the dent, and there was the crack on the dent. There was the possibility that the dent was attributed to the handling by the user during not procedure. Also it was known that the distal end cap became aged deteriorated due to the chemical agent. The subject device was used for very long term as eighteen years. Therefore there was the possibility that this phenomenon attributed to the combined factor of the user handling and aged deterioration. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) was informed from the user that it was found the missing part of the distal end cap on the subject device after the disinfection process. At the incoming inspection for the repair, the service department of (B)(4) identified a part of the distal end cap missing on the subject device. It was also cracked. There was no report of patient injury associated with this event. The user did not provide the other detailed information.